Event description:
Hospital dialysis center personnel responded to a patient in cardiac arrest the device was connected to the patient and powered on.according to the reporter, the device continuously alarmed connect electrodes and would not analyze the patient's rhythm. The reporter stated the connections were checked and rechecked and the defib pads were replaced x2 but without success. CPR was continued until a rescue squad arrivede, replaced the defib pads with their own, and connected their defibrillator but, according to the reporter, that device also would not analyze the patient's rhythm in AED mode. The patient was transpoeted to the hospital ed but was not resuscitated. There were no reports of any adverse affects to the patient as a result of the device use.